Event description:
It is reported the patient was revised due to a disassociation between the baseplate and glenosphere.

Manufacturer narrative:
Evaluation summary: no devices or photos were provided therefore a determination on the condition of the devices could not be made. No other complaints of any type have been reported for these lots of glenosphere or base plate. The surgical technique was updated to include tips on preparing the glenoid, gaining the proper surgical exposure and feeling to insure the glenosphere seated correctly. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.